Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a lower capillary reading of 169 mg/dl when compared to a venous lab result of 265 mg/dl. There are no reported times, methods and techniques associated with the event. When the values were plotted onto a clarke error grid, the results fell into the "d" zone which is considered to be clinically significant. There was no report of any medical intervention, death or serious injury.